Manufacturer narrative:
The company service rep examined the system and confirmed the system message reported. The fluidics module was replaced to mitigate the system message reported. The illuminator sensor was replaced due to a non-conforming illuminator port. The system was then tested and met all product specifications. The fluidics module has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. (B)(4).

Event description:
Adverse event(s): "no pt involvement" (no pt involvement). Product problem(s): "system message displayed" (device displays error message). The customer reported a system message displayed during set up. The system was rebooted, but the system message would not clear. The system was switched out to proceed with the cases. No pt involvement was reported.